Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates that the magnum manufacturing center manufactured the expansion head screwdriver, long, for cslp quick lock. Due to an unknown cause, the expansion head screwdriver has one broken prong and three bent prongs on the component lower expansion head sleeve. All measurements that could be taken were found to meet specifications.

Event description:
This is 1 of 4 devices for this event reported on complaint (B)(4).

Event description:
This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
A product development evaluation was conducted and the report indicates that the distal driver tip shows significant damage and it is missing one of the four driver prongs. The liberated piece was not included in the return. The remaining three prongs show evidence of permanent deformation caused by loading the driver with a tightening torque. The prongs are splayed, bent, and fractured. The remainder of the instrument is in excellent condition. The chu engineer reviewed the drawings associated with this device and the drawings detail the appropriate dimensions, materials, and finishing processes for a successful cslp driver. If the driver is not fully seated and/or coaxial with the screw, the driver is susceptible to bending failure of the prongs. The evidence of the returned device suggests this may have been the clinical loading condition that caused this failure. The chu reviewed the complaint history for this instrument. The history shows several instruments with the same hazard. The risk analysis does address the hazard of this complaint for 03.610.602. Since the instrument has sufficient capacity when fully seated and the clinical loading condition is unknown, the disposition for this complaint from a design perspective is indeterminate.

Event description:
It was reported after a scheduled anterior cervical decompression and fusion (acdf) level c6-c7, with procedure performed on (B)(6) 2013, one of the tips of a 4-pronged tip screwdriver had broken off. This incident was discovered post-operatively and after cleaning. It was reported the procedure was performed without any incidents. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.